Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer amulet was implanted successfully using a 14f amplatzer amulet delivery sheath. The sizing of the device was done on tee for maximum landing zone and mean la pressure of 9. The dimensions of the defect was maximum landing zone measured 11mm on 2d tee. No partial recaptures performed. The activated clotting time (act) recorded at 246 after heparin administration. On (B)(6) 2023, it was noted on transesophageal echocardiography (tee) that the amulet appeared to be positioned more proximally compared to the procedural implant position. It was also noted that the patient who is on home oxygen, was short of breath after the implant date and was treated for pneumonia. The physician ordered a repeat tee and computer tomography (CT) in order to interrogate further for a course of action if necessary; no intervention is currently planned. The patient is stable.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that it was noted on transesophageal echocardiography (tee) amulet appeared to be positioned more proximally compared to the procedural implant position. It was also noted that the patient who is on home oxygen, was short of breath after the implant date and was treated for pneumonia. Based on the information received, the cause of the reported event could not be conclusively determined.